Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. The analysis showed multiple signs of abrasion along the lead. Especially about 27 cm distal of the is-1 connector pin, the insulation was severely damaged by squashing. In this area, the coating of all rope conductors showed damages. This damage is with high probability the cause of the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Further inspection found a severely twisted inner conductor coil close to the is-1 connector pin, which is most likely the result of excessive rotation of the screw mechanism during the operation. The detected deformations at the shock coil were most likely also caused during the explantation procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 39 months after the implantation due to oversensing with shocks. It was furthermore reported that the lead already became dislodged in 2017.